Manufacturer narrative:
The customer reported complaint that the autopulse platform (sn (B)(6) showed a user advisory code during patient use that could not be cleared was confirmed during the functional testing and based on the review of the archive data. The unknown error message reported by the customer was determined to be user advisory (ua) 12 (lifeband not present) error message and the error was reproduced during the functional testing. The root cause of the reported complaint was that the switch lever was not parallel to the switch case, caused by loose screws on the belt clip switch case. The archive data indicated ua12 messages, thus, confirming the customer's reported complaint. The autopulse platform failed initial functional testing due to ua12 displayed upon powering on. The lifeband clip detect switch inspection procedure was performed using a standard belt clip tool and confirmed that the switch lever was not parallel to the switch case due to loose screws, thus, confirming the customer's reported complaint. The switch lever was adjusted to be parallel to the switch case and the two screws holding the lifeband clip detect switch were torqued to spec. To address the ua12 message. Subsequently, the platform was tested using the medium zoll test fixture (mztf) until the battery was completely discharged, with no faults or errors detected and the platform functioned appropriately and performed as intended. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final test without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number sn (B)(6).

Event description:
The customer reported the autopulse platform (sn (B)(6) showed a user advisory code during patient use that could not be cleared. They tried to duplicate the code with a mannequin but were unable to. It is unknown what the code was but the message stated, "restart the autopulse at each pulse". Patient's status information was requested but the customer did not provide a response.